Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however, an error was found in the error log. As a result the link electronic module (lem) circuit board was calibrated, the hard drive was reconfigured and software was reloaded. It was also noted that the system fan was noisy and the programmer was missing a serial number bar code label on the upper case. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer generated a "serious programmer error" upon start-up and that the programmer had to be changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.